Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated there was a low telemetered battery voltage measurement. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) displayed ¿battery lifetime is unavailable due to exposure to low temperature¿ at interrogation prior to implant. After 48 hours the same message displayed. The ICD was not used. There was no patient involvement.